Event description:
One incident of a leak or separation between the venous chamber and top cap 27 minutes into hemodialysis treatment. Due to potential for contamination blood volume in the venous line and dialyzer were discarded. Ebl = 350cc. No pt injury or need for medical intervention is reported. MDR is filed for blood loss only. The complaint sample was returned for investigation, however, eval of the line show the chamber and top cap to be securely bonded together. No leaks or bond failures were found in leak testing. The reported issue could not be confirmed or duplicated.